Event description:
It was reported that this patient had a history of inappropriate shocks. A recent revision procedure was performed and the associated electrode was replaced. The patient received another inappropriate shock, in addition to untreated events following the procedure. A boston scientific technical services consultant reviewed the episode which appeared to exhibit noise consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. The consultant suggested to the caller to consider programming to primary vector until the clinical observations resolve. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had a history of inappropriate shocks. A recent revision procedure was performed and the associated electrode was replaced. The patient received another inappropriate shock, in addition to untreated events following the procedure. A boston scientific technical services consultant reviewed the episode which appeared to exhibit noise consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. The consultant suggested to the caller to consider programming to primary vector until the clinical observations resolve. No adverse patient effects were reported.